Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) exhibited possible infection. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. All available information indicates that as of this time, the ICD remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental is being filed as additional information from the field representative indicates that the patient was treated with antibiotics.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) exhibited possible infection. There were no additional adverse patient effects reported. All available information indicates that as of this time, the ICD remains in service.